Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) started to smoke. The unit was in standby mode and not in use with a patient. No reports of harm or injury were reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) started to smoke. The unit was in standby mode and not in use with a patient. No reports of harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device were used in conjunction with the bsm: ac-cradle model #: sc-170r serial #: (B)(6) device manufacturer data: 01/12/2024 (january) unique identifier (UDI) #: (B)(4) returned to nihon kohden: 05/27/2026. Battery pack model #: sb-170p serial #: (B)(6) device manufacturer data: 08/18/2016 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned.